Event description:
During the initial prepping stage of the neuron catheter, fluid was observed leaking at the hub of the catheter when a saline flush was performed. The catheter was set aside and a new catheter was removed from inventory with no adverse events.

Manufacturer narrative:
Technical eval: during flushing with decontamination fluid, significant leaking was noted at the lure fitting. Upon examination, a large crack can clearly be seen in the lock and cone of the luer fitting. The distal tip also shows a kink between 0.4 and 1.2 cm. Conclusion: the incident was confirmed as reported. The damage to the hub is consistent with over-tightening the luer fitting. The damage to the tip is consistent with post-incident handling damage and is likely a function of the way the returned unit was packaged. The DHR of this mfg lot has been evaluated. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part# 2314-04 (lot # l15725). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.